Event description:
It was reported that the right atrial (ra) lead was returned for analysis due to the patient passing away due to end stage heart disease. The ra lead was analysed and tested out of specification.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.